Event description:
The pt reported that he suffers from insulin resistance and he uses a diaport with his infusion device. He stated that in 2009, he received an e4 (occlusion) error at 5 am and his blood glucose was elevated to 500 mg/dl. His diaport catheter was changed 4 days ago, (changed every 3 months) and he cleaned the diaport with saline, and disconnected from the infusion device and primed the infusion tubing without error. He changed the adapter and battery cover. At 8 am his blood glucose measured 40 mg/dl and he ate carbohydrates, but his blood glucose did not decrease. He refused to disconnect from the infusion device. At 1 pm his blood glucose measured 30 mg/dl and 30 minutes later, it measured 400 mg/dl. At 2:30 he attempted to bolus and e4 (occlusion) error and a8 (bolus canceled) were displayed. He disconnected from the infusion site and primed, but no insulin dripped from the end of the infusion tubing. The changed the adapter, insulin cartridge, and infusion tubing and had no further issues. At 2:30 pm his blood glucose measured 140 mg/dl. His normal blood glucose level is 70-80 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.